Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID: 977a260 (serial: (B)(6)); product type: 0200-lead; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced a return of pain. The event involved an impedance issue, specifically high impedance measured at 40 ,000 on all contacts, and a loss of stimulation. An impedance check was performed, and troubleshooting steps included changing the reference and trying all contacts; however, the device could not be used for programming, and it was turned off. The issue was ongoing, and the next steps were to be determined after follow-up with the provider. The cause of the impedances was not known and there were no falls.